Event description:
The patient reported the trial worked fine. The patient was implanted on (B)(6) 2015 and was fine in the hospital. On (B)(6) 2015 the patient went home and 4-5 hours later ¿it just started to nose dive and quit working¿. The patient stated his pain came back with a vengeance. The patient reported their healthcare provider started the patient out ¿at a pretty high dose and increased it 10%.¿ it was reviewed that there was a titration period after implant for the healthcare provider to work the patient up to a therapeutic dose. The patient wanted to know how long that took. The patient stated that he was worse than before implant. The patient stated that maybe it was because he was not getting as much medication as he was used to. The patient didn¿t go through all of this to be in pain. The patient asked if something came loose and it was reviewed to discuss their concerns with the healthcare provider. The patient stated they did and the healthcare provider just increased the pump. The patient also had asked if something was wrong if the patient would know it and it was reviewed that the pump would alarm if there was something going on with it. The patient stated that the pump was not alarming. The patient asked if the pump can be removed and it was reviewed it can be but it's something the patient would need to discuss with the healthcare provider. The pump was used to deliver dilaudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).